Event description:
Stent compressed from 150mm to 100mm. Dr. Noticed stent began to foreshorten so he pinned handle down. Noticed that a lot of force was required to turn the wheel and to hold the handle stable. At one point, all the tension seem to free up and the stent was then easy to deploy, however, it had already foreshortened. Distal sfa, ipsilateral approach.

Manufacturer narrative:
Device not returned.